Event description:
Complainant alleged that during incoming inspection the device was inoperable using paddle functions. Complainant indicated that there was no pt involvement in the reported malfunction.